Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07873. It was reported the patient's leads migrated and showed high impedance. Surgical intervention may be pending to address the issue.